Event description:
It was reported that the coil detached and remained inside the patient's body. Vascular access was made via transcaval approach to an abdominal aneurysm. A 15 mm x 40 cm interlock .35 was selected for embolization. During the procedure, it was noted that the coil was partially deployed and detached within the catheter. Consequently, an attempt to remove the coil was done; however, after removal, it was noted that coil was not fully intact and that the interlocking connection was separated and still inside the body. The piece was visualized fluoroscopically and snare retrieval was attempted multiple times, but failed. Multiple venograms at a number of different projections were performed and the physician concluded that remaining component was stable. They had adequate embolization with the coils and the procedure was completed. No further patient complications were reported and patient's post-procedure was stable.